Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator - ICD implant procedure. After the procedure, while installing the cybersecurity update, it was noted that the ICD went into backup vvi due to the cybersecurity update. The ICD was reprogrammed and the patient experienced no consequences.